Manufacturer narrative:
Product ID: 3998, lot# lb3517, implanted: (B)(6) 2003, product type: lead.

Event description:
The healthcare professional reported that the implantable neurostimulator (ins) was not used for 2-3 years as the ins had reached end of service (eos), and the patient¿s system was removed on (B)(6) 2016. While removing the paddle lead, the healthcare professional was ¿boveeing¿ around it using unipolar cautery. Eventually current passed through the system and the patient had a visible motor reaction in the trunk region. The healthcare professional then turned down the unipolar cautery to half-power, and the healthcare professional was able to resume. The healthcare professional noted that a manufacturer representative was made aware of the reported issues. The patient¿s indications for use included postlaminectomy pain and reflex sympathetic dystrophy (rsd).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.